Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did both suture threads from the same box present with same issue reported? Or did each suture present with a separate issue? - suture breakage and /or pull off from needle ? When was this noticed- pre-op? Or intra-op? How was procedure completed? Answers: the thread broke during suturing without any manual pull approximately 4 cm from the needle. Something I have never seen before. The 2nd incident involved the thread coming completely off the needle. Both incidents occurred from the same box. Additional event captured in mw 2210968-2020-01772.

Event description:
It was reported that the patient underwent a podiatry procedure on (B)(6) 2020 and suture was used. The suture threading snapped during use. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/29/2020. A manufacturing record evaluation was performed for the finished device batch pkb735, 1667g55 and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: photo analysis conducted to support investigation of multiple device issues captured in reports 2210968-2020-01772 and 2210968-2020-01773.  Analysis results have been included in follow-up reports for each.  Two pictures were received for evaluation. Upon visual inspection of pictures a box of product could be observed, however, no breakage suture was noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the suture threading snapped since the complaint sample was not returned for analysis.